Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that dfm100 assy processor was returned to philips for analysis. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The dfm100 processor pca (sn) (B)(6) was returned to philips for additional analysis. Available details indicate that the dfm100 processor pca was returned for analysis, but the device the returned part had been installed in was not identified and no allegation against the part was confirmed. A case was created in trackwise and escalated for technical complaint investigation. The results indicate that the system-on-module (som) pca was defective. Based on the information available and the testing conducted, the som pca was defective. The device the returned part had been installed in was not identified and no allegation against the part was confirmed. The device the returned part had been installed in was not identified. It has been concluded that no further action is required at this time.